Event description:
It has been reported revision surgery due to patella tendon rupture causing dislocation of tibial insert. Persistent knee instability (untreated) for 2 weeks led to haemarthrosis and infection (uncontrollable diabetes). The removed implants showed that the tibial insert had worn posteriorly.